Event description:
The nurse head of the theatre, reported to our sales rep, they observed, that the wrong device was used. They had a replacement so that the surgeon could complete the surgery.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. Investigation revealed that the reported misdrilling was not reproducible. Appearance of the item and inspection records identified products of old design version meanwhile modified. Internal lab tests (B)(4) revealed the interlaminar cracks do not influence the targeting performance critically. New material has already been implemented.